Event description:
The hospital rep reported an infusion pump with an 812:02 failure code. The rep reported to baxter customer service that there was no report of pt injury or medical intervention and they have no record of any pt incident involving the pump since the last baxter service event. They also stated the failure did not occur during pt use. Info was requested but details were not available regarding pt status, age of pt, medication involved, tubing product code, infusion rate or the set up of the infusion device. Additional contact info was requested but no additional contact was provided.